Event description:
During shoulder surgery, twinfix ab 5.0 pre-loaded suture anchor broke at the eyelet when the sutures were pulled to confirm fixation. It was reported that surgery was successfully completed.